Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined there were observed low r-wave amplitudes resulting in the delivered therapy. Rhythmcare discussed the observations are consistent with sense b node electrode noise. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device was subsequently reprogrammed to the primary vector to mitigate further inappropriate therapy. This device system remains in service. No adverse patient effects were reported.